Event description:
The event is reported as: the customer alleges that the swivel connector broke. The connector was replaced with another connector. The patient's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.